Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The marathon microcatheter was not returned for evaluation as it was discarded at the site. As a result, the event could not be confirmed and the cause is undetermined at this time. Additional information has been requested on this event. Should it become available, a supplemental report will be submitted.

Event description:
Medtronic received information that during the procedure, the guidewire (non-medtronic device) perforated the marathon micro catheter about 5cm from the distal tip during delivery. The physician removed the catheter from the patient and found the catheter had a hole. A new device was used to continue the procedure. The patient was receiving an embolization procedure to treat a cerebral arterior venous malformation (avm). There was a medium level of vessel tortuosity. No medical intervention required. The patient is find and no adverse issues have been reported.